Manufacturer narrative:
A field service engineer (fse) was dispatched who conducted follow-up with the customer who found screws on eki board cover were loose.fse tightened and inspected all. Ran 2 tt3 calibrations in tosoh cups with no errors.no further action required by field service. The most probable cause of the reported event was due to a loose screws on eki board, bad ground connection tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported error 2066 false detection of specimen with their aia-2000 analyzer. A field service engineer (fse) was dispatched on 04-aug-2015 to address the reported event, which resulted in delay in reporting of patient results.there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results